Event description:
It was reported when connected, the endoeye flex deflectable videoscope displayed static noise across the entire monitor. The issue was resolved by changing the scope. The issue occurred during preparation for use for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probably cause of the reported event of was most likely attributed to irregular loading of the bending section, as multiple damaged areas were observed on the bending section. However; a definitive root cause could not be determined. The subject events can be detected by implementing in accordance with the below instruction for use (IFU). Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.